Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they were going to meet a patient that had too strong of stimulation on the day of the report. It was indicated that the rep reprogrammed the patient and decreased the amplitude. It was noted that the patient keep a bowel diary, shut off the device after a week, and then compare results. The patient returned to the healthcare professional's (hcp office, and a lead revision was scheduled for (B)(6) 2016. During the two week recording of symptoms, the patient did not notice a tremendous improvement, so the hcp suggested a new lead be placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.